Manufacturer narrative:
An event of "heart rate dropped", "tamponade", and "it is thought that one of the wires rubbed against the wall of the appendage causing erosion due to the CPR" was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 28 mm amplatzer amulet left atrial appendage occluder was implanted. Post procedure, about 6 hours post implant the patient's heart rate dropped and cardiopulmonary resuscitation (CPR) was required. An echocardiogram was performed and a tamponade was noted and it was also noted that one of the amulet's stabilizing wires had eroded into the pulmonary artery. It is thought that one of the wires rubbed against the wall of the appendage causing erosion due to the CPR. This led to the tamponade. The surgeon placed a patch to cover the erosion and kept the device in place. The patient was reported to be in stable condition.